Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was contaminated and the production sealing was found damaged. What meant the device was opened prior to this examination. Within the functional check, the reported error pattern could not be reproduced, but a strange noise was noticeable. Thereupon the device was disassembled and the inside was investigated. It was detected that the zero force connector was not closed correctly. Beside we found some more mechanical damages, which had to be caused by an external impact. Within our examination the reported error pattern could not be reproduced. However, it is assumed that prior to this examination, the maintenance was not correctly performed. Wrong handling could not be excluded.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): no display